Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: 1.6 mmol/l (system 1, test strips vial 1/lot 480010), 6.2 mmol/l (system 1, test strips vial 2/lot 480010) and 5.7 mmol/l (system 2).